Event description:
The customer contacted baxter?s technical service center regarding a system error 2240 alarm that she had received on the homechoice (hc) during use. While asking the troubleshooting questions for the 2240 call script, the technical service representative (tsr) discovered that the home patient (hp) had completed therapy with the same set which is a use error. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue. Complaint is confirmed because the customer reported after getting an alarm situation se 2240; they completed therapy with the same set or reused the single use supplies, which is a use error/poor aseptic technique. The root cause is undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.